Event description:
A lesion in an excessively tortuous distal circumflex coronary artery was pre-dilated with two ptca balloons. After pre-dilatation, a 3.0mm diameter by 9mm length s7 stent delivery system was inserted into the coronary artery. It was not possible for the stent delivery system to cross the tortuous vessel just proximal to the calcified target lesion. Upon removal, the stent dislodged from the delivery balloon at an unintended site. Attempts to remove the undeployed stent were unsuccessful. The stent was then crushed against the vessel wall with a ptca balloon at the unintended site. Subsequently, the lesion was treated with another ptca balloon. The pt was reported fine post procedure and there is no additional clinical sequelae reported related to the event. The lesion morphology likely contributed to the stent not crossing the lesion.